Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and as the physician pulled the sheath back to perform the tug test the closure device prematurely released from the core wire releasing the closure device in the appendage. The physician used transesophageal echocardiography (tee) to evaluate the position of the closure device. The physician noted that the device was deployed in the appendage at a good position meeting position, anchor, size and seal (pass) criteria. The closure device was left in position. There were no patient complications, and the patient was discharged home the same day.